Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and cleaned, re-taped regulator, flushed mc (modular chemistry) manifold and checked all fittings. Fse ordered new wash concentrate canister for the customer to replace. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that fluid and build-up was noticed around wash concentrate canister of the synchron lx20 pro analyzer. No injury was reported and no erroneous results were generated.